Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. A piece of the door was found to be broken off and obstructing the door from closing. The piece was removed and the door was closed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry will not close fully. The gantry will stop trying to close when it is about 5 inches from being fully closed. There was no patient involvement.